Event description:
It was reported that the pt had been experiencing an increase in seizure activity "in the past month" and had been seizure-free for 6 years. The pt subsequently was referred for generator replacement. Pre-operative diagnostic testing was performed and revealed normal device function, with the end of service status set to no. The neurologist opted to have the generator replaced, even though the pre-operative device diagnostics revealed the device was functioning as intended and was not nearing end of service. Attempts to obtain additional info from the treating physician have been made, but have been unsuccessful to date. Attempts to obtain the explanted generator for analysis are underway.